Event description:
Ams was notified on (B)(4) 2011, the entire device was replaced on (B)(6) 2011 (reported on q3 asr) the reason for replacement was not provided. Add'l info on (B)(4) 2011, stated the reason for removal was due to "urethral laceration" and the pt outcome was "revision on (B)(6) 2011." Ams requested add'l info to clarify the events and determine the cause of the urethral laceration but no updates have been provided.

Manufacturer narrative:
If add'l info becomes available regarding this event, a follow-up report will be sent.